Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: received error logs from biomed and he reported that the units pip was +5 from what was set. Look in error logs and noticed the ventilator was alarming with multiply issues during the time the biomed told me the issue occurred.